Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported condition. The root cause investigation is in progress. Based on the information obtained during baxter's investigation, the cause of this incident was unknown.

Event description:
This is a report of a homechoice patient (hp) who reported having her catheter removed and wanted to cancel her supply order. The hp stated that she was in the hospital for a couple of days due to e. Coli peritonitis. The hp also stated she lost blood and received a blood transfusion.

Manufacturer narrative:
(B)(4). Additional information received from the home patient's nurse: the patient was transferred to hemodialysis (date unknown). The nurse recalled the cause of the peritonitis to be touch contamination and nothing was wrong with the dialysis supplies being used by the patient. Further information for this report is not available.